Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was complaining of wound secretion after implantation. The patient's skin was slightly red. The system was explanted partially on patient's request and was administered antibiotics. The patient's condition was fine post procedure.